Manufacturer narrative:
Submit date: 03/13/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit overfeeding by a margin of error higher than 7%. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 1/23/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 11/08/2016 that the customer experienced an issue with their enteral feeding pump. The customer reported that their unit overfed by a margin of error higher than 7%. There was no patient harm reported. Additional information has been requested with no response to date.